Event description:
The patient reported, he had been experiencing difficulties initiating a communication between his ipg and the charging system. In order to resolve the issue, a replacement charging system has been sent to the patient. Attempts to obtain additional information regarding the device status have been unsuccessful.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.